Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a high blood glucose incident. The caller stated that the customer had high blood glucose that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer was not using sensors. The caller inquired about the retainer ring field corrective action and mentioned the customer passed due to a pump issue. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The sensor related information has been updated. The updated information has been provided with this report. (B)(4).

Event description:
The caller stated the customer was trying to put a new sensor prior to passing. The customer was having calibration issues and beeping was heard.